Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had air bubbles in the medication that were not filtered out by the filter. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "1- filter not filtering air out of medication. Large air bubbles occurring after medication flowed through filter. Occured in 2/3 filters tried on this patient - all with same lot number."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the filter is not filtering air could not be verified due to the product not being returned for failure investigation. A device history record review for model 20028e lot number 20096227 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #20096227 regarding item #20028e. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set had air bubbles in the medication that were not filtered out by the filter. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "1- filter not filtering air out of medication. Large air bubbles occurring after medication flowed through filter. Occured in 2/3 filters tried on this patient - all with same lot number."